Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm. Insulin pump was exposed to moisture as customer was running in the rain. Button error did occur right after moisture exposure. Customer's blood glucose was 68 mg/dl. Customer was advised that insulin pump would need to be replaced.